Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to the metal pin coming out of the poly.

Manufacturer narrative:
The complaint states we have a second case of the metal pin coming out of the poly. See picture in email. It¿s very similar to the case in (B)(4). This is the second instance in the last 4 weeks. No product was returned. However photos of the device were and confirmed the failure mode as reported. A review of manufacturing records and complaint databases did not identify any anomalies. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4).